Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. H11: corrected data: upon further review of the reported event, there is no control unit leak.

Event description:
Upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
The complaint device was replaced. Based on the information currently available, although no adverse event was reported, there is a potential harm of skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising and fracture from slip hazard, if a leak event were to recur. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Event description:
Upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
Corrected data: d1. Upon further review of the reported event, there is no control unit leak.